Event description:
The customer reported having unexplained high blood glucose of 500mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery, low reservoir, and low battery alarms. The customer also stated that insulin squirted out during the manual prime process and the device alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. However, the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarms.